Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and device expulsion ("migration/ migration of essure device location of device: uterus") in a (B)(6) female patient who had essure (batch no. 632029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, urge incontinence and perineal pain. Concomitant products included alprazolam (xanax) since 2015, lisinopril since 2015, omeprazole (prilosec) since 2015, trazodone since 2015, valaciclovir hydrochloride (valtrex) since 2015 and vicodin (norco) since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, 7 years 10 months after insertion of essure, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation (B)(6) 2010). Essure treatment was not changed. At the time of the report, the menorrhagia, device expulsion, pelvic pain, menstrual disorder, vaginal haemorrhage, dyspareunia, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent treatment due to complication from essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that essure successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: psychological or psychiatric problems condition: depression and mental anguish , dysmenorrhea (cramping) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.